Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the springs came out of the side of my left fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), ovarian cyst ("I now have an cyst on my left ovary"), infection ("I had severe infection ") and dyspareunia ("every time I try to have sex im in severe pain"). At the time of the report, the fallopian tube perforation, ovarian cyst, infection and dyspareunia outcome was unknown. The reporter considered dyspareunia, fallopian tube perforation, infection and ovarian cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the springs came out of the side of my left fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), ovarian cyst ("I now have an cyst on my left ovary"), infection ("I had severe infection ") and dyspareunia ("every time I try to have sex im in severe pain"). At the time of the report, the fallopian tube perforation, ovarian cyst, infection and dyspareunia outcome was unknown. The reporter considered dyspareunia, fallopian tube perforation, infection and ovarian cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.